Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient present with a cold left foot. Pta was done and the patient was put on a drip. An angiogram showed that 4 cm distal to the stent graft on the left side blood flow had stopped and was occluded up to the bifurcated stent graft. The stent graft and left iliac were ballooned, a fogarty catheter was used and plaque was removed. The ipsilateral limb was relined with an endurant stent graft and an assurant cobalt stent was also implanted. Everything was fine on the final angiogram. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (occlusion). (Cause is unknown). Conclusion: (cause is unknown).